Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the supply line of the homechoice cassette became disconnected from the supply bag, which led to this alarm. Renal therapy services (rts) had the patient close all the clamps to the bags, the patient line and the transfer set. Rts assisted the patient to cycle the power off and on to clear the alarm. Rts advised the patient to disconnect using aseptic technique and start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.